Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that pair new transmitter alert occurred. Data was evaluated and the allegation was confirmed as a failed transmitter error. The probable cause could not be determined. The reported event of a failed transmitter error is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.